Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting when priming, insulin pump had discolorations on screens. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had motor errors, grinding noise when rewinding, one button was falling off, unexplained random no delivery alarms, rewind was slow when changing infusion sets, plastic chipped when changing reservoir, need to reset clock. The insulin pump will not be returned for analysis.